Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. It was reported that at the time of the event there was not any medication being infused.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in a clinical study who had a pump trial. An intrathecal tunneled catheter was implanted on (B)(6) 2014 with plans to start a trial followed by an implant. The trial was delayed secondary to new onset of atrial fibrillation in pre-op. The catheter broke on (B)(6) 2014 and needs to be fixed. The trial was started on (B)(6) 2014 without returning to the operating room. An umbilical clamp was placed over the catheter to prevent cerebrospinal fluid leakage until the pump could be implanted. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicted the outcome was ¿unresolved at the time of study exit/death/study closure¿. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the reason for the patient exit was the patient enrolled (signed cf or drf) prior to implant but was not implanted.